Event description:
It was reported that no telemetry with the device was possible with two different programmers. However, a normal magnet tone is heard. The device was interrogated several months ago with 3.06 volts on the battery and no therapies have occurred since then. The patient also had a computerized tomography scan prior to the last interrogation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data.(B)(4) std review - no anomalies found.